Manufacturer narrative:
The bolt is failing only on units reworked with the new insert and bolt. The current commercial shoulder bolt design passed testing to 200 pounds force at system handles.

Event description:
The bolts that secure the uilk assembly to the uic column have sheared. This has allowed the uilk arm to move and become unstable. No consequences to the patient or user were reported.